Event description:
Information was received indicating that a smiths medical cadd administration tubing was disconnected at point of connection site proximal to the blue/yellow lock. The tubing connection site was found to be intact upon registered nurse assessment and site spontaneously disconnected on patient. No adverse effects reported.